Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a crack on the vinyl chloride part of the connection site between tube and 15 mm connector. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed on the tube and it was noticed the proximal end is split, the failure mode split in endotracheal tube is confirmed. The device failed to meet specification as it was received or made available for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.